Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. The device event log noted an error code message was recorded. Functional tests included use testing. The pump was powered up and the device immediately alarmed and displayed an error code indicating an issue with the processor on the circuit board. The circuit board was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to a faulty circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code and alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received: occured before infusion.